Manufacturer narrative:
Through follow-up communication it was learned that the error code was displayed on the patient side. The heater cooler was inspected by a livanova field service engineer who was able to reproduce the error code e08. In order to solve the reported issue, the patient bridge was replaced. Functional tests were performed and passed with no further issue shown. The device was returned to service in its expected function. Based on device history review it can be highlighted that device was installed since 2019 and no other similar events were identified. Based on previous investigation results, it cannot be ruled out that the root cause of the reported event was most likely due to the following contributor: the corrosion of the stirrer motor bearing due to condensation or high temperatures and high level of humidity in the stationary phase that led to the motor shaft block. E08 means the pump 1 is not immersed in liquid. This error can always be resolved by adding water and checking the float. The event has unlikely possibility to cause any patient injury and therefore has been reassessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-95 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The error number was not remembered and it was displayed on the patient side. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Target facility: (B)(6). Hospital s/n: (B)(6). Livanova deutschland received a report that a heater-cooler system 3t displayed an error when preparing for clinical use, after turning on the power the device became unusable. There was no patient involvement.